Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2006; dtba1d1, crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead oversensing. Additionally, the rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). Noise was also noted on electrograms (egm). A fracture of the rv lead was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.